Event description:
The implanted dual-chamber ICD went into elective replacement mode after 4 months of service without any therapy delivery. The device was replaced with a different dual-chamber ICD. Dates of use: 2009.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the pump for failure code 810:11. The reported condition was confirmed as an air-in-line printed circuit board (ail pcb) out of calibration. The ail pcb was calibrated. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, that is associated with this report.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure performed on (B)(6), 2010. According to the complainant, the patient presented severe malignant stenosis in the distal part of the duodenal area. A colonagiogram was performed and the narrowing was located. A 0.035 jagwire guidewire was then placed and loaded with the stent. The stent was advanced to the desired location, however, when attempting to deploy the stent it would not open. An excessive amount of pressure was applied in an attempt to open the stent, suddenly the plastic part connected to the outer blue sheath detached. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported that, the two rods disengaged from each other. The actual bolt that engages the two together backed out.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4)the software version (B) (4) and will be categorized as a colleague 2006.

Event description:
The customer reported to largo customer service a pump with failure code 810:11. This event occurred during set up in the med/surg area, and was later confirmed by biomed testing. There was no reported patient injury or medical intervention. No additional information is available.